Manufacturer narrative:
Concomitant medical products: 5076-45, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to electromagnetic interference. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.